Event description:
It was reported the wall stand of a proteus xr/a system had restricted vertical movement. During troubleshooting, the ge healthcare field engineer pulled on the left counterpoise cable to determine if that is what was causing the binding and that is when the cable broke. The field engineer placed the wall stand "out of use" and when they returned with replacement cables, the wall stand was found to be at the floor and the second counterpoise cable was broke. No injury occurred as a result of this event.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.